Manufacturer narrative:
Date sent: 03/07/2008. Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly max buttons were not functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event description were found during the mfg process.

Event description:
It was reported that a note about the device stated "attention alert code and would not function". Another device was used to complete the procedure. There was no pt consequence.